Manufacturer narrative:
Additional information: section h3 - device available for evaluation? Yes. Device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated by a post market safety surveillance officer. The picture shows a small dark spot paracentral, just above and between the irrigation and aspiration handpieces tips. Due to the size and location of the reported/observed discoloration it is not expected a clinical impact in the event the lens remains implanted, the definitive clinical impact and potential root cause for the reported/observed cannot be determined from a picture assessment. The complaint issue "inclusions" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted, therefore, not explanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was found to have an inclusion in the optic. No additional information was received.